Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 12 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, when the device was advanced half way to cross another stent, the device became stuck. When the device was removed, it was noted that the proximal struts were damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient was well.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the 2 most distal and the 2 most proximal stent rows, stent struts were lifted from their crimped position and pulled distally. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred due to interaction between the already placed stent and the promus premier stent. A visual examination of the bumper tip showed signs of damage on the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. The hypotube kinks most likely occurred due to excessive force that could have been applied on the delivery system during handling of the device. A visual and tactile examination of the device found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 12 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, when the device was advanced half way to cross another stent, the device became stuck. When the device was removed, it was noted that the proximal struts were damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient was well.